Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had a painful and swollen, left total knee with limited motion. The patient was very active and pushed the knee too hard. The surgeon did a debridement with a tibial insert exchange. All components were well fixed. There was no surgical delay. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: left knee.